Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes."

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 234 mg/dl, and the meter bg reading was 189 mg/dl. Reportedly, a second cgm bg reading was 81 mg/dl, and the meter bg reading was 52 mg/dl. Reportedly, customer did not enter fs values within 5 minutes of testing. Customer experienced a low bg of 52 mg/dl and consumed glucose tablets in order to address the low. No additional patient or event information was available. Reportedly, the customer entered a calibration bg value resolving the issue and the customer continued to use the sensor.